Event description:
It was reported that the user received urgent low and low glucose alerts while using an ilet with an fsl3+ sensor, saw three dashed lines on the display, treated a believed blood glucose of 74 mg/dl with oral glucose, and then observed a stable ilet reading of 124 mg/dl; the event was characterized as intermittent communication failure suggestive of a bluetooth connectivity issue, with the antenna identified as the implicated component. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the system components, consistent with intermittent communication failure and an antenna-related issue; hypoglycemia was not confirmed. Symptoms included concern and anxiety related to perceived hypoglycemia. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.